Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had some signs of clinical usage and no non conformities. There was some evidence of blood. A functional test was performed on the device and the toggle stuck in the rear, activated position. The handle was opened up and it was found that the collar was loose. Based upon the visual observations and testing, the reported complaint for "toggle stuck" was confirmed. A lot history record review was completed for the product. There was no nonconformances which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the vasoview hemopro activation toggle was pulled back into the activated position it remained stuck in that position. The toggle switch was "stuck" in the off position. When "forced" back to the off or neutral position, the device turned off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.